Event description:
It was reported that in total 177 pieces from lot 3253lr5700 were affected by the following condiition: when installing the protection on the probe, the part of the end of the cover that is supposed to stick to the probe does not stick. The adhesive remains on the white part of the label and not on the cover. No patient injuries, infections, or complications were reported.